Manufacturer narrative:
(B)(4). D6a: exact implant date is unknown however is reported to have occurred in 2021. D10: medical product: unknown femoral component: catalog#ni, lot#ni; unknown tibial tray: catalog#ni, lot#ni. The product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Upon completion of the investigation, a follow-up MDR be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately four (4) years post-implantation, it was reported that the patient has been experiencing a popping noise and pain. No intervention has been reported and the device currently remains implanted. Due diligence is complete as multiple attempts have been made however no additional information has been provided from the contact.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.